Manufacturer narrative:
Concomitant medical products: product ID: 977d260, product type: screening device. Product ID: neu_ stylet_acc, product type: accessory. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, product type: screening device. Product ID: 977d260, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, product type: screening device. Upon return of the lead lot/serial number unknown analysis found no anomaly.

Event description:
It was reported a faulty lead was encountered when trying to hook up two leads for a spinal cord stimulator trial. The patient could feel stimulation on the right side so a switch to the multi lead trialing cable (mltc) "ports" was done and the lead in question still wouldn't produce stimulation. The patient was turned up to 10.5v and the patient got nothing. Impedances were checked on the lead and all contacts showed greater than 10,000 ohms. The lead was pulled and replaced and the issue was resolved. Additional information received reported the healthcare provider (hcp) liked for both leads to be opened at the beginning of the case. Once the leads were opened and placed on the back table it was difficult to determine which lead went with what lot number so the lot number could not be identified at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.